Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, difficulty ambulating, limited range of motion, and metal debris or metallosis. Doi: (B)(6) 2007- dor: (B)(6) 2012 (left side). Update: 11/7/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 2/26/16- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metal debris. There is no new additional information that would affect the existing investigation. The complaint was updated on 3/11/2016. Update oct 16, 2017: pfs and medical records received. After review of the medical records for the MDR reportability, patient was revised to address metal-on-metal reaction. Operative findings reported a copious amount of fluid and metal debris coating the inner lining. This complaint was updated on oct 27, 2017. Update ad 27 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges dislocation and elevated metal ions. Added stem due to alleged elevated metal ions. Added lawyer and law firm. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).